Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker in backup vvi (bvvi). A device restoration was done and successful. Patient was not symptomatic due to the issue. Patient was stable.